Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. Medical images have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility was unable to flush or confirm backflow of blood from the port. The device was removed and it was stated that the catheter was cracked. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. A complete manufacturing review could not be performed, as the lot number is unknown. Two electronic photos were returned for review. Photo review confirmed two partial circumferential breaks located on the 8 fr groshong catheter. However, the type of circumferential break could not be determined due to photo quality. Therefore, the investigation is confirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the facility was unable to flush or confirm backflow of blood from the port. The device was removed and it was stated that the catheter was cracked. There was no reported patient injury.

Event description:
It was reported that the facility was unable to flush or confirm backflow of blood from the port. The device was removed and it was stated that the catheter was cracked. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: a complete manufacturing review could not be performed, as the lot number is unknown. Two electronic photos were returned for review. Photo review confirmed two partial circumferential breaks located on the 8 fr groshong catheter. However, the type of circumferential break could not be determined due to photo quality. Therefore, the investigation is confirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. PMA/510k (patient);